Event description:
As reported by an edwards lifesciences affiliate in (B)(4), during a transcatheter aortic valve replacement (tavr) with a 20mm sapien 3 valve, a dissection at the external iliac artery (eia) and thromboembolism were observed while inserting an esheath. A stent was placed at the access site. The patient outcome was reported as recovered.

Manufacturer narrative:
Per the instructions for use (IFU), potential risks associated with the overall tavr procedure, including potential access complications associated with standard cardiac catheterization procedure, balloon valvuloplasty, and the use of angiography include thrombus formation, plaque dislodgement, and embolization that may result in myocardial infarction, stroke, distal peripheral occlusion and/or death. It is the natural tendency of the body to form a clot on foreign objects in the vascular space. Per literature review, predisposing factors for thrombosis and embolism during catheterization include small vessel lumen and associated peripheral arterial disease, diabetes mellitus, female sex, large-diameter sheath, and prolonged catheter dwell time. The procedure requires large bore devices in patients who often have vascular disease and/or vessel tortuosity. The placement of sheaths and dilators in these vessels may result in thrombosis in the vessel. When a thrombus is significantly large enough to reduce the blood flow to tissues, it can cause obstruction of distal blood flow, which can lead to ischemia, and/or necrosis of the distal tissue. Retrograde or contralateral antegrade control angiography prior to completion of tavr usually reveals vascular access injuries, possibly leading to limb ischemia depending on the grade of vascular blood flow limitation, subsequent thrombus formation, and thromboembolic events. Treatment involves removal of the occlusive sheath, percutaneous thrombectomy in conjunction with vascular surgery consultation. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous wiping and flushing of the devices to prevent and/or remove the clot. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. In addition, the thv training manuals and IFU instruct the operator to administer heparin and maintain the activated coagulation time test at = 250 sec. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. Per the instructions for use (IFU), vascular dissection is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that the exact cause of the vessel dissection or thromboembolism cannot be confirmed, investigation results suggest that procedural factors (device manipulation) and/or severe calcification of the access vessel that may have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Device was discarded at the hospital.